Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during preparation, the stent protector was slowly slid to the distal side while gripping the distal side of the stent protector and the proximal side of the catheter.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25x20 synergy drug-eluting stent was selected for use. However, during preparation when the stent protector was removed, the stent got dislodged from the delivery system. The procedure was completed using another 2.25x20 synergy drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached and not returned. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp marks on the balloon. A visual and tactile examination found no issues with the hypotube, tip and shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that the stent was then disposed at the hospital.